Event description:
The scrub tech was wearing a level 4 surgical gown and was standing with her upper thigh against the lateral edge of the patient's incision. The blood from the surgical site soaked through the gown and into her surgical scrubs, then onto her skin. There was significant strike through.